Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an IV tubing noted to have snapped at the blue fitment connector.

Manufacturer narrative:
Add'l info.